Event description:
The customer reporting that the system was intermittantly displaying x-ray disabled error messages reslting in a loss of x-ray functionality. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The lemo connector and interconnect cable were replaced. The system was then found to be operating as intended.